Event description:
It was reported that (1) tlc75 device was used during an unknown procedure. It was reported by the rep that the tlc75 would not fire on the first reload. Another tlc75 was pulled to complete the case and there was no consequence to the pt.